Event description:
A medtronic rep reported the site was unable to activate an empty image while in a spine case using fluoronav. The system gave a message "image activation failed. Ensure c-arm tracker is plugged in an functioning properly". The surgeon discontinued the use of navigation to complete the procedure. There was no impact on the pt outcome.

Manufacturer narrative:
Pt identifier not available from site. Software investigation has not been completed as of the date of this report.